Event description:
Bayer case number: (B)(4) patient underwent surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: plaintiff t was implanted on or about (B)(6) 2006 and underwent surgery on or about (B)(6) 2023. As a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Patient underwent surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a 53-year-old female patient who had essure (ess205) inserted for female sterilisation. Concurrent conditions were listed as pelvic discomfort, pelvic pain female and uterovaginal prolapse. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingooophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: plaintiff t was implanted on or about (B)(6) 2006 and underwent surgery on or about (B)(6) 2023. As a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: uterus, tubes, ovaries, cervix for permanent, confirm integrity of the essure coils quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 05-sep-2025: medical record received. Pathology test added. Additional reporter added. Concomitant conditions were added. Essure removal date updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.